Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received a vibratory alert due to high out of range pacing lead impedance. The device was interrogated and revealed one noise reversion and one episode of vf that appeared to be lead noise. The lead was explanted.